Manufacturer narrative:
(B)(4). Concomitant medical products: 00249000300, cephalomedullary targeting guide standard, unknown 00249001200, guide wire gripper, unknown. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01746, 0001822565 - 2018 - 01748.

Event description:
It was reported that the items broke during an im nailing procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. The following sections have been updated: the following sections have been corrected: complaint sample was evaluated and the reported event was confirmed. Inspection of the device confirmed the product had fractured. Also noted, there were scratches, scuff marks, impaction marks and dents on the surface, an indication of use. The threaded portion remained inside the returned target guide. The hardness check performed on the returned product found the part to be conforming to print specifications. This product was manufactured on sep 3, 2009, and therefore had been in the field for approximately 8 years and 5 months. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.